Event description:
A malfunction was reported on the pump by the caller. Blood glucose levels remained below 500 mg/dl, indicating no adverse impact to the customer¿s levels. Technical support provided instructions for resetting the pump and assisted the caller in doing so; the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue arises again.